Manufacturer narrative:
This report is being filed with the FDA on 03/10/2014. Initial assessment of the issue on (B)(4) 2013 was deemed a non-reportable event. Following the completion of a full investigation of results, and root cause analysis on 03/04/2013, this event is now considered to be a reportable event as the potential exists for system malfunction and delay of procedure. To date, no information regarding patient injury or injury to system operators has been reported.

Event description:
Siemens became aware of a sporadic failure when a procedure was canceled in its early stages and the patient was relocated to another system. We are unaware of any injury to the patient or operator.